Event description:
It was initially reported that on (B)(6) 2014, the autopulse platform had some loose hardware and noises were coming from inside the device. No patient involvement was reported. No further information was provided. The autopulse platform was subsequently returned to zoll for investigation. During review of the platform's archive data, it was observed that a user advisory 18 (max take-up revolutions exceeded) message occurred on the reported event date of (B)(6) 2014. Although the customer did not report this, ua 18 is considered a reportable malfunction.

Manufacturer narrative:
The autopulse platform in complaint was returned to zoll on 11/25/2014 for investigation. Investigation results as follows: visual inspection was performed and no external damage to the device was observed. A rattling sound was confirmed coming from inside of the device and upon removing the covers of the platform, a loose screw was found inside of the platform. The damages observed appear to have been due to normal wear and tear over time (mfg date: 06/2011). Functional testing using a test mannequin was performed for approximately 20 minutes and no faults were found. During testing, the load cell amp cable was also found to be damaged and the die cast channel needed to be replaced. The load cell amp cable damage appeared to be due to wear and tear. Both parts were replaced. Unrelated to the reported complaint, a review of the archive showed that user advisory 18 (max take-up revolutions exceeded) occurred on the reported event date of (B)(6) 2014. Data indicates this was due to no object on the platform or the lifeband being stored in the ready position. Based on the investigation, the parts identified for replacement were the load cell amp cable and die cast channel. The reported complaint was confirmed during visual inspection and attributed to normal wear and tear. Following service, the device passed all testing criteria.